Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It reported that customer received a change sensor alert and sensor stopped working. Customer reported that it was noted that cannula was missing. Customer's blood glucose was unknown. Sensor and serter would be replaced.